Manufacturer narrative:
Manufacturer's investigation conclusion: the universal battery charger (ubc) was returned for evaluation following the report of "shorting" when plugged into ac power. The ubc (serial number: (B)(6) ) was visually inspected and evaluated at the european distribution center (edc). Visual inspection of the ubc revealed that the unit was in unremarkable physical condition. The reported ¿shorting¿ when plugging into ac power was not reproduced during testing of the ubc. The unit was functionally tested and operated as intended throughout all testing. The ubc charging slots were tested with test 14v batteries and no issues or atypical alarms were produced. The reported event could not be correlated to an issue with the returned ubc. The device history records were reviewed and the records revealed that the universal battery charger (ubc), serial number (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. The ubc was shipped to the customer on 14aug201. Heartmate ubc instructions for use (IFU) provides an overview of how to use and care for the ubc. Section 2 ¿setting up the universal battery charger before use¿ instructs the user to only connect the ubc to a properly tested and grounded (3-prong) ac outlet, and to not use an adapter plug or portable, multiple outlet (power strip) for ungrounded wall outlets. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the universal battery charger shorted when put into a grounded outlet. No problems were found when connecting to a non-grounded outlet.